Event description:
A pt was tested for pregnancy pre-operatively with clearuign hcg lot 4492a urine pregnancy test. The result was positive. A serum beta hcg test was performed and the result was <1.0miu/ml hcg. A second clearview hcg test on a second urine sample was negative. It was 3 weeks since the pt's laster menstruation.